Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on friday but did not give an exact date. The customer's blood glucose level was 29 mg/dl and rose to 400 mg/dl. The customer was treated for their blood glucose with a glucagon shot. The customer stated that they felt low blood glucose levels and fainted while on the toilet. The customer woke up in pain and went to the emergency room to have x-rays preformed. The x-rays revealed that the customer had broken their ribs from the fall. The customer stated that they see a rainbow effect on the screen on their insulin pump and has a hard time seeing the screen of the device. The customer did not troubleshoot and did not send the product back for analysis.